Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the heartstart is not working on battery. The device was in use at the time of the reported issue. There was no reported patient impact.